Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant air in line alarms, which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, cracks were found on the upstream sensor flex tail pins, which were determined to be the cause. The upstream sensor was replaced to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.